Manufacturer narrative:
The pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring and cracked case at display window corner.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was damaged at the reservoir compartment. The mother states the o-ring in the reservoir compartment came out. The customer's blood glucose level was 200mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.